Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "failed attempt at endometrial ablation performed on same day of insertion". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia") and dysmenorrhoea ("dysmenorrhea") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (laparoscopic supracervical hysterectomy, using davainci robotic system). At the time of the report, the pelvic pain, heavy menstrual bleeding, uterine leiomyoma and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, heavy menstrual bleeding, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: pathology shows removal of uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2021: mr received : event "failed attempt at endometrial ablation performed on same day of insertion", reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (laparoscopic supracervical hysterectomy, using davinci robotic system). At the time of the report, the pelvic pain, menorrhagia, uterine leiomyoma and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: pathology shows removal of uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.